Manufacturer narrative:
This complaint is associated with accu-chek flexlink plus recall initiated on 02/21/2011. Further investigations are ongoing within an assigned taskforce.

Event description:
The patient reported he noticed insulin leaking underneath the adhesive on the second day of use while using the infusion sets. Patient stated he wears the infusion device in a clip case on his pants and the infusion tubing is too short. Patient reported he is not sure if he may have pulled the tubing. Patient stated he has not noticed the cannula being bent or damaged. Reviewed insertion technique and removal of the needle box. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.